Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Release button the analysis results showed that one ec60 device was returned in good visual condition and with a reload present. The reload was received partially fired 1/10. The firing mechanism was noted to be damaged as the knife was noted to be in the home position and the three stroke indicator was between 1 and 2; therefore no functional test could be performed. The device was disassembled to verify the condition of the internal components and the release button and several idler gear teeth were noted to be damaged, in addition the idler gear and indicator gear were noted to be desynchronized. This is consistent with partially engaging the anvil release button inadvertently after closing the device but before firing. This causes the release button to partially engage with the indicator gear. When attempting to fire, significant resistance will be felt as the release button is blocking the path of the indicator gear rotation resulting in the indentation of the anvil release button. If the firing stroke is continued past this point, the idler gear can get damaged and get out of synchronization as the indicator gear does not move due to the interaction with the release button. Furthermore the indicator gear pushes into on the release button, resulting in damage or breakage of the release button post clearing the path of the indicator gear and being able to continue with the firing stroke. Once the gears are not synchronized the device will not open as the position of the indicator gear has to be home in order for the device to open.

Event description:
It was reported that during a gastric bypass procedure, at the beginning of the firing sequence the stapler blocked. The surgeon could not re open the stapler and had to pull the stapler to remove it. Another device was used to complete the procedure. There were no adverse consequences for the patient.